Event description:
It was reported that during the ica (internal carotid artery) procedure, the coil (subject device) detached prematurely in the microcatheter shaft. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added d9 returned to manufacturer on - updated d9 product available to stryker ¿ updated d4 gtin - updated h3 device evaluated by mfg ¿updated h4 manufacturing date ¿ added due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the device was returned without the transport hoop. The coil delivery wire was seen to be kinked/bent. The main coil was found to be detached/separated from the delivery wire. The main coil was not returned. Functional testing was not completed due to device condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the main coil detached prematurely inside the microcatheter. Additional information received indicates that the device was in good condition prior to use. The device was returned for analysis, and it was noted that the coil had separated at the detachment zone (dz). It is likely that the coil separated due to a physical break at the dz. Additional information indicates that the coil was advanced through the microcatheter with excessive force which may have contributed to the reported separation. An assignable cause of procedural factors will be assigned to the as reported and as analyzed event of main coil prematurely detached/separated during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the analyzed event of coil delivery wire kinked/bent as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the ica (internal carotid artery) procedure, the coil (subject device) detached prematurely in the microcatheter shaft. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.